Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) pump due to a rupture in the pump causing fluid leak in the connecting pipe. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported events; however, product analysis concluded that identified pump failed functional test was the most probable cause of the reported events. Product analysis confirmed pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) pump due to a rupture in the pump causing fluid leak in the connecting pipe. A patient outcome of stable was reported.